Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the replacement of the lead due to high impedance, it was not possible to remove the extension from the ins. There were no environmental/external/patient factors that may have led or contributed to the issue. The physician tried to remove the extension from the ins. The screw was removed and lost by the physician. The extension was broken in the ins when they tried to remove it. The ins was replaced, and the issue was resolved. No symptoms were reported, and the patient was alive with no injury.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that only the ins will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed ins port connection corrosion. Lead or lead parts were observed inside the ins connector port. The connector rings experienced corrosion, likely stemming from a leak path into the header. The corrosive residues lodged the connector ring #0 into the setscrew block, causing the lead to be stuck. The cause of the corrosion was not able to be determined. Analysis of the extension unknown found that the proximal end connector corroded. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.